Event description:
Reportedly, remote monitoring transmission showed on the pdf report, an abnormal atrial percentage with as (B)(4) .

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, remote monitoring transmission showed on the pdf report, an abnormal atrial percentage with as 31% and ap 0%.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis summary: the provided follow-up pdf report recorded data for two days, from on (B)(6) 2024 revealed low percentage displayed for atrial sensing (31%) and pacing (0%). The remote monitoring follow-up on (B)(6) 2024 has different atrial percentages (as 19% and ap 69%) displayed due to a different last reset date, which is on (B)(6) 2024. The atrial pacing and sensing percentage are calculated on the basis of the recorded "ap" and "as" markers and it does not include the atrial event sensed during refractory period (ar). However, from on (B)(6) 2024, the patient spent 1 day and 19 hours in mode switch with a large majority of ar markers. Therefore, no issue is suspected on the calculation or display of the percentage of atrial sensing events. Based on available data, no issue is suspected with the subject defibrillator.